Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged.h10/11: added medical record information.additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: [record discrepancy: per (B)(6) 2002 op report there is mention of marlex mesh used for repair, per implant sticker gore-tex mesh was used.] (B)(6) 2002: (B)(6) . Operative report. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Operation: ventral herniorrhaphy with marlex mesh repair. Anesthesia: general. Anesthesiologist: (B)(6) . Findings at surgery: a large ventral hernia was found in the midline superior to the umbilicus. Description of operation: ¿the patient was brought to the operating room and placed on the operating room table in the supine position. He was then given a general anesthetic and intubated. His abdomen was then prepared with betadine and draped in a routine manner. A midline incision was then made through the skin and subcutaneous tissue, and hemostasis was effected with electrocautery. With further sharp dissection, the underlying hernia sac was identified and opened. In order to get good tissue on all sides, the sac was excised and sent to pathology. There were a few adhesions between the bowel and the anterior abdominal wall, and these were very carefully incised. The fascia was then dissected very carefully away from the surrounding tissue both superiorly and inferiorly. A marlex mesh patch was then placed and sutured very carefully to the underside of the anterior abdominal wall with interrupted suture of #0 ethibond. This was done completely around the entire circumference of the mesh until it appeared well secured. The repair was carefully examined. It was found to be completely intact without any sign of untoward constriction or adhesions. The subcutaneous tissue and some rectus muscle were then reapproximated over the mesh with interrupted suture of 2-0 vicryl. The skin was reapproximated with skin staples. A sterile dressing was then placed over the incision, and the patient was transported to the par, extubated, breathing spontaneously with stable vital signs. The sponge and needle counts were correct at the end of this operation, and there were no complications.¿ estimated blood loss: negligible. (B)(6) 2002: (B)(6) hospital. Implant information. Implant record/implant sticker. Gore-tex dualmesh biomaterial. Item #: 1dlmc04. Lot #: 01498008. Item no: 27241. Quantity: 1. Desc: mesh dual microbiral 15*19cm. Mfg catalog #: 1dlmc04. Lot: 01498008. Warr/exp date: 04/04/07.the records confirm a gore® dualmesh® biomaterial (1dlmc04/01498008) was implanted during the procedure. (B)(6) 2002: (B)(6) hospital. (B)(6) . Pathology report. Specimen #: 02ms-9807. Preoperative diagnosis: ventral hernia. Postoperative diagnosis: ventral hernia. Clinical history: ventral hernia. Procedure: ventral hernia repair. Specimen received: soft tissue, nos ¿ hernia sac, ventral. Gross examination: submitted in formalin in a container labeled with the patient¿s name and ¿hernia sac ¿ ventral¿ are nine irregular fragments of focally thermocoagulated, erythematous and focally hemorrhagic fibrofatty tissue and membranous tissue which weigh 35 grams in aggregate and measure 7.0 x 6.0 x 1.4 cm in aggregate. No suspicious nodules or tubular structures are identified grossly within any of the fragments. Multiple representative sections are submitted in cassettes ¿1¿ and ¿2¿. Final diagnosis: ventral hernia sac, repair: mesothelial covered fibrofatty tissue consistent with hernial membrane, showing focal fibrosis, slight chronic inflammation, focal foreign body giant cell reaction, and recent hemorrhage. Microscopic examination: sections show mesothelial covered fibrovascular tissue consistent with hernial membrane. There is focal foreign body giant cell reaction, as well as slight chronic inflammation and fibrosis. Recent hemorrhage is noted. There is no evidence of atypia or neoplasia.(B)(6) 2002: (B)(6) hospital. [Provider ni]. Microbiology. Source: misc. Ordered: wound cult. Gram stain final: white blood cells rare, no organisms seen. Wound culture final: organism 1: corynebacterium species. Quantity: growth in broth tube only. Susceptibility testing not indicated for this isolate. Organism 2: peptococcus species. Quantity: growth in broth tube only. Susceptibility testing unavailable for this isolate.(B)(6) 2002: (B)(6) hospital. [Provider ni]. Microbiology. Source: abdomen. Ordered: wound cult. Gram stain final: white blood cells occasional. No organisms seen. Wound culture final: no growth in 4 days.(B)(6) 2002: (B)(6) hospital. (B)(6) . Radiology ¿ CT abdomen/pelvis. History: abdominal pain after ventral hernia repair. Impression: marked interval decreased in size of postoperative seroma in region of ventral hernia repair and mesh graft placement. There is no evidence of other significant abnormality and no evidence of small bowel obstruction, free intraabdominal fluid, or untoward postoperative event.(B)(6) 2003: [missing records: records for ¿open repair with mesh (?gortex) [sic] in 2003¿ were not provided.](B)(6) 2018: [missing records: records for CT showing ¿recent ventral hernia repair with mesh with a large multicompartmental fluid collection centered around the mesh in the ventral abdominal wall¿ were not provided.](B)(6) 2018: [missing records: records for CT showing ¿interval placement of a percutaneous drain in previously large anterior abdominal wall collection¿ were not provided.]product identification for the alleged gore device were not provided. (B)(6) 2018: (B)(6) . History and physical. History of diabetes and perforated diverticulitis requiring open sigmoidectomy in 2002. Admitted for 7 days with uneventful recovery. Six months later he noticed an incisional hernia with activity, and underwent open repair with mesh (?gortex) [sic] in 2003. He was doing well, until the end of march of this year when after lifting a tire into the back of his truck, he felt a pop. Then noticed swelling of his belly. Went to primary care doctor, obtained CT of abdomen notable for a large anterior abdominal fluid collection. Went to emergency room at stanford, was admitted and had percutaneous drain placed on (B)(6) 2018 with 1.6 liters of brown fluid removed. Bacterial cultures of fluid were sterile. Recalls a fever around the time he went to emergency room with some nausea. He described no enteric output from his drain. His percutaneous drain was exchanged, and an ethanol ablation of his fluid cavity was performed on (B)(6) 2018. Describes 50-70 ml of clear yellow to brown fluid per day. Notes constipation that is managed with miralax and fiber. Medications: metformin [anti-diabetic]. Review of systems: gastrointestinal: positive for abdominal pain and constipation. Exam: well approximated abdominal incision with no palpable fascial defect, periumbilical percutaneous drain present with brown to serous fluid in bulb. (B)(6) 2018 CT abdomen/pelvis: post-surgical changes of recent ventral hernia repair with mesh with a large multicompartmental fluid collection centered around the mesh in the ventral abdominal wall measuring approximately 10.6 x 15.1 x 20.7 cm, with several smaller communicating peripheral fluid pockets with regional fat stranding and wall thickening. There is differential attenuation along the dependent portion of the collection, suggestive of blood product in the setting of recent mesh repair. Of note, there is asymmetric discontinuity of the right aspect of the hernia mesh from the wall of this fluid collection. (B)(6) 2018 CT abdomen/pelvis: no free fluid or air. Postsurgical changes of a ventral hernia repair with mesh. Interval placement of a percutaneous drain in previously large anterior abdominal wall collection. The collection has significantly decreased in size and is collapsed with minimal residual fluid and postprocedural gas. Residual multiloculated fluid at the superior aspect of the mesh measuring up to 3.1 cm. Impression/plan: he most likely bled from torn abdominal muscle given popping sensation with activity that precipitated fluid collection. He has well formed pseudocapsule around the mesh that will continue to produce fluid. Plan for operative incision and debridement, with abdominal mesh removal. [Missing records: records for CT abdomen showing ¿large anterior abdominal fluid collection¿ were not provided.] [Missing records: per (B)(6) 2018 history and physical records for ¿bacterial cultures of fluid were sterile¿ were not provided.](B)(6) 2018: (B)(6) . Operative report. Other surgeons in attendance: (B)(6) . Preoperative diagnosis: chronic wound and mesh infection. Postoperative diagnosis: chronic wound and mesh infection. Procedure: wound debridement, mesh explanation, negative pressure wound therapy dressing placement. Anesthetic: general endotracheal anesthetic. Indications: the patient is a 54-year-old gentleman who underwent a previous ventral hernia repair with mesh. Several months ago, he developed a large abdominal fluid collection which was managed with a percutaneous drain. The drain was removed only to need to be reinserted as a collection recurred. Recent imaging suggested there is a large piece of mesh prosthetic surrounded by fluid, likely blood, given its density and the history of drain output. Our plan is to explore the anterior abdominal wall collection, debride the mesh and any necrotic soft tissue and old blood, and likely excise as much of the capsule as is safe and feasible. Findings: that of a 20 x 20 cm cystic cavity and wound containing a thickened capsule and evidence of old necrotic soft tissue and hematoma along with a previously placed gore-tex mesh prosthetic which was approximately 50% detached from the surrounding structures. Details of the procedure: ¿after successful institution of a general endotracheal anesthetic, the patient was positioned on the operating room table in supine fashion. All pressure points were checked and padded. The abdomen was prepped and draped in the usual sterile fashion. A surgical time-pout was performed, and the patient received a perioperative dose of antibiotics for wound infection prophylaxis. We began by exploring the patient through his previous midline laparotomy incision. Utilizing electrocautery and sharp dissection, we were able to divide the underlying soft tissue and encounter and then open the anterior wall of a large cystic cavity, ultimately measuring approximately 20 x 20 cm in transverse by craniocaudal dimensions. The cavity was filled with necrotic debris including what looked to be old hematoma, and the cavity had a capsule that measured approximately 0.5 to 1 cm in thickness. Contained within the cavity was a piece of gore-tex mesh, approximately 50% of which was completely detached from the surrounding tissues. We cut some remaining sutures were able to easily be [sic] explant the mesh and then excise the anterior two-thirds of the cavity, debriding the cavity wall to the point at which it was attached to the anterior abdominal wall, stopping at that point with concern that we did not damage the intra-abdominal contents. We then utilized 3 l of sterile saline for pulse lavage irrigation and further debridement of the cavity along with some mechanical debridement, removing as much of the old hematoma and necrotic debris as was possible. Given the size of the cavity, a sample of the contents of which was previously sent for gram stain and culture, we decided to leave the wound open and to deploy a negative pressure wound therapy dressing. This began with placing a white sponge at the base of the wound followed by a black sponge and the adhesive in the standard manner. Patient tolerated the procedure well.¿ estimated blood loss: less than 25 ml. Specimens to pathology: the debrided chronic capsule and a swab of the cavity contents for gram stain and culture. The explanted mesh was photographed but not sent to pathology. I was present throughout the entire case.(B)(6) 2018: [missing records: a culture report detailing analysis of the specimens collected during the (B)(6) 2018 procedure was not provided.](B)(6) 2018: (B)(6) . Brief op note. Preoperative diagnosis: abdominal fluid collection. Procedure and anesthesia type: intra-abdominal abscess or peritonitis incision and debridement, complex ¿ anes ¿ general. Implants: no implants in log. Specimens: capsule-perm. Postoperative diagnosis: infected hernioplasty mesh. Findings: anterior abdominal wall mesh with chronic capsule containing chronic hematoma present. Anterior and lateral aspects of capsule debrided. Wound vac closure of soft tissue defect measuring approximately 20 x 20 cm. Fluids: see anesthesia record. Estimated blood loss: 50 ml. Wound class: dirty/infected (fecal contamination, foreign body, active infection, dead tissue, traumatic wounds with delay in management). Incisional closure type: non primary closure (superficial layers left open). Drains: abdominal wound vac, deep white sponge x2, superficial black sponge x1. Complications: none apparent. Disposition and plan: post anesthesia care unit and then inpatient.(B)(6) 2018: (B)(6) , pathology resident; andrew horvai, pathologist. Pathology report. Accession #: s18-15036. Final pathologic diagnosis: soft tissue, capsule, excision: scar with extensive fibrinopurulent exudate and foreign body giant cell reaction to refractile material; see comment. Specimen received: a: capsule. Clinical history: the patient is a 54-year old man who is status post ventral hernia repair with mesh and subsequently developed a large wound, fluid collection, and infection. He presents for wound debridement. Gross description: the case is received fresh in one part labeled with the patient's name, medical record number, and "capsule," and consists of 3 irregular, unoriented fragment of fibrofatty tissue (15.5 x 15 x 2 cm aggregate). One surface of each fragment is fatty, irregular and cauterized. The opposite surface of each fragment is lined by dark red blood. The cut surfaces are predominantly fibrous with focal cystic areas (up to 2 cm maximum dimension), which are filled with blood clot. No distinct synthetic tissue is noted. Representative sections are submitted in cassettes a1-a2. Diagnosis based on gross and microscopic examinations.(B)(6) 2018: (B)(6) . [Provider ni]. Microbiology. Source: abscess swab. Comments: collected during surgical procedure. Gram stain: moderate rbcs and few pmns [polymorphonuclear leukocytes]. No organisms seen. No growth 2 days.(B)(6) 2018: (B)(6) . Operative report. Preoperative diagnosis: chronic wound (mesh) infection. Postoperative diagnosis: chronic wound (mesh) infection. Operation: wound debridement, complex wound closure. Of note, the wound measured approximately 20 x 20 cm and was full thickness from skin to fascia in depth. Anesthesia: general endotracheal. Clinical indications: the patient is a 54-year-old gentleman who presented 4 days ago for explanation of chronically infected mesh. At the time, his wound had sufficient debris and necrotic soft tissue that we decided to leave the wound open and treat it with a negative-pressure wound therapy dressing. He now presents on postop day 4 from that procedure to have that dressing taken down, the wound inspected, and possibly closed, depending upon its appearance. Procedure: ¿after successful institution of a general endotracheal anesthetic, the patient was positioned on the operating room table in supine fashion, all pressure points were checked and padded. The abdomen was prepped and draped in the usual sterile fashion utilizing betadine prep solution, after first removing the previously placed negative-pressure wound therapy dressing. A surgical time-out was performed and the patient did not require antibiotics. We began by digitally interrogating the patient¿s 20 x 20 cm wound and immediately noted that there were signs of early granulation tissue and it appeared much cleaner than it had just 4 days before. The wound was then irrigated with several liters of warm sterile saline before deciding that it would be appropriate to close it at this time. Consequently, two 19-french channel drains were placed, exiting the right and left lower quadrants of the abdominal cavity, stabilized to the skin with 2-0 nylon sutures, then the drains were placed in a snake-like pattern throughout the wound, stabilized in several locations with a 3-0 vicryl pop-off sutures placed so as to constrain the drain¿s movement, but not attach it to the wound itself. The wound was then closed in layers utilizing a technique of progressive tension suturing, utilizing 3-0 vicryl pop-off sutures to reattach the subcutaneous tissue to the underlying fascia and fibrous capsule. The wound was then closed in the midline in layers with a deep subcutaneous layer of interrupted 3-0 vicryl sutures, followed by a subdermal layer of interrupted 3-0 vicryl sutures, followed by 2-0 nylon vertical mattress sutures at the level of the skin. At the conclusion of the procedure, the wound came together quite nicely¿. Estimated blood loss: well under 20 ml. Specimens to pathology: none.(B)(6) 2018: (B)(6). Discharge summary. Discharge diagnosis: abdominal fluid collection. History of perforated diverticulitis status post sigmoidectomy 2002 complicated by recurrent incision hernia and hematoma pseudocapsule formation status post open debridement, mesh explantation and wound vac on 06/04 and status post wound vac removal and closure on (B)(6) . Hospital course: underwent debridement, mesh explantation, and wound vac placement. Patient tolerated regular diet. Returned to operating room (B)(6) 2018 for wound vac removal and skin closure. On discharge patient was hemodynamically stable. Follow up 1 month. Discharge instructions: no functional activity limits.a potential relationship, if any, between the alleged injuries or complications and the gore device has not been established at this time based on available information.it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.w.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 2 for sterilization evaluation. Conclusions code remains unchanged.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: health effect impact code: f1903: device explantation. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. In the absence of additional information or medical records from the complainant, this event file will be closed with the information provided. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. Medical records that indicate mesh ¿movement¿ or that the device led to a recurrence may reflect a recurrence as a function of a patient¿s poor tissue quality leading to fascial dehiscence or loss of anchorage of fixation, or may be related to the hernia type, individual patient comorbidities, and technical and procedural aspects of the repair. These factors include but are not limited to, fixation type, mesh shape/sizing used, and defect closure decisions. Additionally, a new, unrelated hernia can occur but may be referred to as a recurrent hernia. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). (B)(4). It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2002, whereby a gore® dualmesh® biomaterial was implanted. It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2003, whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2018, an additional procedure occurred whereby both gore devices were explanted. It was reported the patient alleges the following injuries: chronic wound, mesh infection, debridement, mesh removal requiring an additional surgery. Additional event specific information was not provided.